Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported via email that upon removal a tampon fell apart leaving pieces inside her vaginal cavity. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.